Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, assisted the caller with the reset, and advised the caller to continue using the pump and to contact support again if any malfunctions recur. The caller understood and acknowledged the instructions.